Event description:
The account alleged that the head section will not lower. No report of injury.

Manufacturer narrative:
The account isolated the lockout box and the functions worked. The account plunged the lock out box back in and the bed started to function. The account did not have a good connection to the lockout box and plugging it back in resolved the issue.